Event description:
The pupillometer does not hold a charge at all. Multiple patients have an order to check pupils with this device and my nurses are unable to do so. The company was contacted regarding this faulty product and we received no response. The nicu is also experiencing the same issue. The device that we had been using since the issue was discovered actually belongs to the nicu. Biomed has also been contacted. The neuro critical care team was notified this morning by the charge nurse that we would not be able to provide any patient with a pupillometer reading at this time until this problem is resolved.